Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "Customer called in stating that the blender they had purchased back in march is defective. Customer states that they recently had taken the blender out of box and attempted to do a performance check, and notice that the blender would not pass performance check. Customer stated that the fio2 percentages were out of spec and blender was not functioning appropriately. I will send replacement blender under warranty and issue a rga for deffective blender to come back to the factory for fa lab analysis."

Manufacturer narrative:
The following info concerning the eval of the device is a summary of the info documented by the cardinal health failure analysis lab tech. The cardinal health failure analysis lab tech evaluated the air/o2 blender and was unable to reproduce the reported event. Thus no roor cause was determined. The cardinal health failure analysis lab tech did find during the eval that the o2 alarm was out of calibration because it did not function between 28-32 psi as required by the lowflow o2 microblender operational verification check sheet test section 7.3.4. The air/o2 blender will be sent to the mfg department for o2 alarm recalibration and to be rework to new. A replacement air/o2 blender was sent to the user facility.